Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds were dropping o2. Additional malfunctions include the tie wraps were leaking.